Event description:
No status indicator. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the 28th april 2020. The device was returned with the reported fault of ¿no green status indicator¿. The fault was confirmed during the investigation and was attributed to a misaligned membrane tail within the j11 connector. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator. There was no patient involved in this event.